Event description:
It was reported that the patient presented to the clinic with the device exhibiting post-paced t-wave oversensing. Programming changes were made. The patient was in stable condition.